Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after right hemi colectomy, the spring on the device 'popped out' after firing, not out of the stapler, just out of its setting. The case had finished and the reload could not be remove from the handle. There was no patient involvement.